Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had cubie failed, and entire drawer was in failed mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer observed half height drawer 2 neither detected on the bus nor unable to login to hardware test application. Fse reseated the row board cables and retractor cables. Fse witnessed recovery and inventory of previously failed items. The system functioned as intended after the field service engineer repaired the device.